Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported a result of 452 mg/dl on the inform ii system followed within a few minutes by a result in the 100's (mg/dl) from the lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.